Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, r wave amplitude was decreased from the previous follow up. In addition, the right ventricular (rv) pacing threshold was elevated. The rv output was reprogrammed to resolve the issue. Then, on (B)(6) 2018, the rv lead was attempted to be repositioned due to a dislodgement. However, the helix was unable to extend and retract. The rv lead was explanted and replaced with no adverse consequences to the patient.